Event description:
It was reported that the system was giving iris pot errors at boot-up. No pt injury was reported.

Manufacturer narrative:
Ge representative evaluated the system and adjusted the iris potentiometer. Rep performed operational tests, the system operates as intended.